Manufacturer narrative:
Additional information: patient had successful surgery to remove the detached component and was discharged from hospital same day. It was reported that it was a turbo hawk plus that was used to treat the patient, not a hawkone m as originally reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone m atherectomy device with a 6fr non-medtronic sheath and a .014 non-medtronic guidewire during procedure to treat an 80mm calcified lesion in the patients right distal anterior tibial artery. Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited 80% stenosis. Artery diameter reported as 3.5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre-dilated. The vessel was not post-dilated. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported the nosecone detached in the patients anterior tibial artery. Physician was unable to snare detached nosecone during the procedure. The detached component was not removed and remained in patient. Detached component will be removed during open surgery. Procedure was aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a visual inspection showed that the tip detached from the housing distal to the anchor pockets. The detached tip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.